Event description:
The catheter was placed 5/31/97 via internal right jugular, on 6/25, during radiographies, it was noted that the catheter was broken and a fragment was in the vena cava. The catheter was removed and discarded.